Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: during the extraction of the bag out of the patient, the link of the bag broke and the bag fell down in the patient. The staff had to add air again and put back trocars to insert another bag in order to get the first device. The patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The root cause of reported defect cannot be clearly determined because of unavailable defective device and poor information regarding reported defect from the user. As the root cause was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
Reported issue: during the extraction of the bag out of the patient, the link of the bag broke and the bag fell down in the patient. The staff had to add air again and put back trocars to insert another bag in order to get the first device. The patient's current condition was reported as fine.